Event description:
It was reported that a patient underwent an acdf procedure at c5-c7 using a cervical plate system and during the procedure, the center screw (4.0 x 17mm) stripped with metal shavings upon insertion. All fragments were retrieved and no patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.